Event description:
It was reported that the patient with this neurostimulator underwent a full system swap due to a lead fracture and impedance issue. The patient attempted to troubleshoot in the past, but did not have success. The patient stated that they were now satisfied with their therapy. There were no patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.